Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. During visual inspection a white particle, measuring approximately 0.25 mm in size, was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white particulate matter floating in an unspecified location within the device. This was found before use. The device was filled with ceftriaxone. There was no patient involvement. No additional information is available.